Manufacturer narrative:
The error log indicated the occurrence of an error related to the resetting of device parameters. The device firmware was updated. The cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned as part of a field corrective action, and subsequently tested out of specification. There was no patient involvement.